Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide, and the reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip break and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire became tip became kinked against the anatomy and/or stent implant. During retraction, the wire tip likely became stuck on the stent implant causing the difficulty to remove. Manipulation against resistance resulted in the tip break, noted offset and stretched coils. The noted bends on the shaping ribbon is consistent with the tip shape process prior to use. The noted contamination on the wire is likely contrast or procedural contaminate. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention (pci) was performed on the left anterior descending (lad) coronary artery lesion. A versaturn guidewire was placed without reported issues and an unspecified stent was implanted in the lad. During guidewire removal, resistance was noted, possibly with the implanted stent, and the tip of the guidewire was observed stationary while the rest was observed retracting. Reportedly, approximately 1-2 centimeters (cm) behind the tip had unraveled. There was no device separation. The entire guidewire was removed from the anatomy without any intervention needed. Reportedly, the patient's outcome was satisfactory. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.